Manufacturer narrative:
A possible root cause was determined. An ocd field engineer (fe) arrived on site, removed and cleaned the pressure valve and performed adjustments. Upon inspection of the wash station and probe the fe observed a clogged in the probe tip. The obstruction was removed to resolve the issue. Diagnostic testing passed and qc was acceptable. Repairs have returned this instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).

Event description:
The customer reported that the probe of the ortho provue analyzer sprayed fluid over the testing area, the dilution cup overflowed and the probe did not dispense liquid in an even motion. The customer was unable to tell if any error codes were posted by the provue or if the reagents were contaminated. In this instance the customer indicated that no erroneous results reported. Probe issues may lead to dilution of sample / reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.